Event description:
Journal ref: liu et al. "Erosion of gastric electrical stimulator electrodes: eval, managements, and laparoscopic techniques." Surg laparosc endosc percutan tech 2007; 17(5): 438-441. This article describes two case reports of pts with diabetic gastroparesis that were treated with gastric stimulation and had electrode erosion. A female with diabetic gastroparesis underwent laparoscopic placement of a gastric stimulator (gs) without complication. Twentyone month after implantation, a gs pocket infection developed with spontaneous purulent drainage that failed to resolve with antibiotics and wound care. The gs was removed and the electrodes were left in place but moved to a new subcutaneous pocket. A persistent cutaneous fistula tract to the fascia remained and the surgeon elected to also remove the electrodes laparascopically. Intraoperative edg confirmed both electrodes had eroded into the lumen of the stomach. Seven months after electrode removal, a new gastric stimulator and electrodes were placed.